Event description:
Drill bit tip broke off in right shoulder glenoid. Pt admitted for total shoulder replacement. When placing a threaded guide pin in pts glenoid the distal tip of pin broke within the patient. Location confirmed by surgeon with x-ray guidance.